Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilt. The patient reported becoming aware of the events approximately thirteen years and four months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of deep vein thrombosis and pulmonary embolism. The filter was placed prior to a planned weight reduction surgery. The filter was placed via the right femoral and deployed at the l3 level. There was good fixation to the walls. The patient did not experience any problems during the procedure. Approximately thirteen years and four months post implant a computed tomography (CT) scan was performed. Results of the scan noted that the filter was visualized. There was mild tilting of the long axis of the filter with tilting in the 15-degree range. No perforation of the filter through the inferior vena cava wall was identified. Two fractured struts were noted. The stress did not extend beyond the margins of the filter or into the adjacent soft tissue. Incidental findings from the scan include lobulated surface of the liver (this may be associated with hepatic cirrhosis) and tiny probable layering calculi within the gallbladder lumen. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The filter was placed prior to a planned weight reduction surgery. The filter was deployed via the patient's right femoral vein anatomic placement. It was placed at the l3 level. There was good fixation to the walls. The patient did not experience any problems during the procedure. Additional information received per diagnostic imaging records indicate that approximately thirteen years and four months after the index procedure the patient had a computed tomography (CT) scan without contract. The filter was visualized. The caudal aspect of the filter lies just cephalad to the confluence of the right and left common iliac veins. It terminates below the level of the renal veins, extending from the level of the superior endplate of the l3 vertebra to the mid body of the l4 vertebra. There was mild tilting of the long axis of the filter with tilting in the 15 degree range. The cephalad tip of the filter lies adjacent to the left anterolateral wall of the inferior vena cava and the caudal margin along the right posterior lateral wall just above the junction of the inferior vena cava and right common iliac vein. No perforation of the filter through the inferior vena cava wall was identified. No narrowing of the caliber of the inferior vena cava was identified. Two fractured struts were noted. The stress did not extend beyond the margins of the filter or into the adjacent soft tissue. Incidental findings from the scan include lobulated surface of the liver (this may be associated with hepatic cirrhosis) and tiny probable layering calculi within the gallbladder lumen.   Additional information received per the patient profile form (ppf) states that the patient experienced fracture within the inferior vena cava and filter tilt. The patient became aware of the reported events approximately thirteen years and four months after the index procedure. The patient also experienced mental anguish, insecurity, anxiety and fear of possible death.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.